Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that the insulin pump will sometimes shut off and turn back on and screen will just go blank. Customer's blood glucose level was 120 mg/dl. Customer stated insulin pump had moisture under the screen on the top right of the display. Customer stated insulin pump was not dropped also no cracks or other issues. Customer was not calling back after receiving a new battery cap. The device will be returned for analysis.